Event description:
Pt complains that seen at the ER for a severe corneal abrasion, she was prescribed antibiotics, and had to purchase a new set of glasses as she could not wear her contacts. Attempts to contact the pt for more info and treatment were made with no reply to date. This is being filed as corneal abrasion.

Manufacturer narrative:
This is being filed as corneal abrasion. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.